Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to bone/tissue, lack of mobility and elevated metal ion levels. A review of the invoice history confirmed both surgery dates and indicates that the modular head, taper adapter and acetabular cup were removed and replaced during the revision. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2014 due to pain and elevated metal ion levels. The modular head and acetabular cup were removed and replaced. Medical records indicated that the patient underwent a right total hip arthroplasty on (B)(6) 2008. No revision of the right hip has been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-04760 /-04761 /-06497 /-06498).